Event description:
Follow-up information received indicated surgical intervention was undertaken and the lead was explanted and replaced. Reportedly, the patient is receiving effective therapy.

Event description:
The patient has 2 leads implanted as part of his axium neurostimulator system. One lead was implanted at l3 and one at l4. It was reported the lead implanted at l3 migrated causing the patient to experience ineffective stimulation. The patient's spouse indicated the ineffective stimulation began after the patient attempted to push a heavy object. Surgical intervention may be taken at a later date.